Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6: investigation summary both pins at the forefront of this in the year 2008 manufactured insertion handle are worn/deformed at the edges. The top of the device has clearly visible deformation from many strong hammer blows, there are scratches all over the device and the laser markings are faded. After a visual inspection it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part: 03.008.007, lot: 1630098, manufacturing site: haegendorf, release to warehouse date: 07.jan.2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during hind foot nail procedure on (B)(6) 2019, the connection between an unknown nail and an insertion handle for hind foot nail was found to be worn out. The nail was only just about seated correctly. As per surgeon, if it wears much more there may be a incident. The procedure was completed successfully. There was a 2-3 minutes surgical delay with no harm reported to the patient. Concomitant device reported: unknown hind foot nail (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) insertion handle f/hindfoot arthrodesis nail-ex. This is report 1 of 1 for (B)(4).